Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump is alarming button error. The blood glucose reading is 122 mg/dl. Customer wears the insulin pump in her bra. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
No button error alarm noted. Insulin pump had no button response due to corroded keypad traces. Insulin pump had a minor scratched display window, scratched reservoir tube window and cracked reservoir tube lip.